Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that patients are complaining of eye pain due to high pressure during and after treatment. Additional information received states the patient is "normal" postoperatively.

Manufacturer narrative:
During the onsite visit the tm (territory manager) completed system verification and adjusted application interface weight at objective limit from 600 to 543. The service installation record shows that 600 is the maximum limit for the application interface weight. The root cause is an alignment of the application interface weight. (B)(4).